Manufacturer narrative:
The company service representative evaluated the system and confirmed the unit was generating visual and audible alarms. The company service representative increased the volume and locked the display with the authority of customer biomed present and a new password was reset. The customer is not alleging any device malfunction and reported that no additional information will be available. The operative manual provides a warning to remind the user of the risk of setting alarm volume to a low level. There was no device malfunction. (B)(4). (Exemption #e2015032).

Event description:
The customer reported that the audio level in the display menu of the central monitoring station had been turned down and a patient being monitored on the system expired. Note: the customer does not allege that the system missed an alarm.